Event description:
This customer reported a failure to discharge.

Manufacturer narrative:
Our investigation to date has shown that there was a therapy pca failure. A follow up report will be submitted, after philips obtains more info concerning the event.